Event description:
It was reported that a patient suffering from extra cardiac stimulation presented in the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully.